Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the pacemaker dependent patient presented in clinic, device interrogation revealed non sustained ventricular tachycardia episodes with noise. Patient experienced syncope from inhibiting pacing during the episodes. Upon review, the episodes appeared to be electromagnetic interference (emi). Programming changes were made. Patient was stable after the changes.